Event description:
Same case as MDR ID # 2134265-2013-02424 and 2134265-2013-02425. It was reported that during intravascular ultrasound, ilab motordrive automatic pullback failed. During the ivus procedure, ilab motordrive was not pulling back. At that time, no error message was displayed. There was no problem in the connection of mdu and sled. The physician managed to do an ivus with a manual pullback. The procedure was completed with this device. No complication has been reported and patient's condition is good.

Event description:
Same case as MDR ID # 2134265-2013-02424 and 2134265-2013-02425. It was reported that during intravascular ultrasound, ilab motordrive automatic pullback failed. During the ivus procedure, ilab motordrive was not pulling back. At that time, no error message was displayed. There was no problem in the connection of mdu and sled. The physician managed to do an ivus with a manual pullback. The procedure was completed with this device. No complication has been reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product has a visible external damage on case. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).